Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific left ventricular (lv) lead. Technical services (ts) recommended programming options and then continue monitoring. This device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.